Event description:
The customer's blood glucose was unknown. It was reported that the customer received a button error alarm. The customer had already reverted to a back-up plan. The customer reinserted the battery in his insulin pump and stated that the insulin pump was working fine again. The customer stated that the alarm occured when they were attempting to update the date and time. The customer did not recall any significant events leading to the alarm. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No button error alarm was noted. The pump also had minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube lip, and a missing end cap sticker.